Event description:
A nurse contacted biomed to say that an alaris pump (modules and point of care unit) was involved in an incident. Biomed noticed that the male iui connector was burnt on one module (module a) and the female iui connector was discolored on another module (module b). The patient originally had the point of care unit and two modules (originally module a and b which later became b and c when a third module was attached) infusing since the morning without difficulties. A third module (now module a) was needed, which the nurse requested and received. Upon attaching the third module (module a), according to the nurse an error message occurred stating system off, pump will restart. Nurse tried to restart the point of care unit, but was unable to do so. Then all of a sudden, sparks and smoke were noticed from module a. The nurse reported that her finger (right hand pointer finger) received a burn even though gloves were worn. This is the second medsun report that we are filing regarding a design flaw with the iui connectors.